Event description:
A hospital in (B)(6) reported to a distributor that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt380 adult dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: no damage was observed to the returned breathing circuit. The pressure test result was also within specification. A lot check was not performed as lot information was not provided. Conclusion: no fault was found with the subject breathing circuit. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm." The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with its user instructions.

Event description:
A hospital in (B)(6) reported to a distributor that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test. This was observed before use on a patient.